Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned sample shows a pin was seized in the guide. There are heavy wear marks on the humeral cutting guide. Hardness value taken on tm reverse humeral cut template was found to be within specifications. Device history records cannot be reviewed as the product part and lot number was not provided. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00279.

Event description:
It was reported that during a shoulder arthroplasty, the pin cold-welded into the humeral cut guide. No impact to the surgery or patient was noted. No additional information is available from the event.